Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced chronic pain and mastodynia. In addition the date of removal was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/29/2021, the product was returned to mentor for evaluation. On 7/2/2021, mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, this complaint has been identified as a duplicate of (B)(4), and (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting and documentation of this event will take place in this complaint. On (B)(6) 2021, mentor received additional information about the reported event. This event was reported via medwatch form number mw5099896. The date of event was (B)(6) 2017. The initial reporter¿s information is : address (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and rupture. Note: the section implant date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc on the left side and with mentor memorygel breast implant 375cc on the right side and suffered from generalized illness symptoms and bilateral rupture. The patient experienced symptoms of breast implant illness, anxiety, autoimmune issues, back pain, brain fog, shortness of breath, breathing issues, chronic fatigue, chronic inflammation, chronic sinusitis, cognitive dysfunctions, depression, digestive issues, dizziness, dry mouth, dry skin, dry eyes, lightheadedness, food and allergy sensitivities, and headaches, lymph node enlargement especially in the throat, muscle and joint pain, saliva gland swelling, sneezing and congestion, vision issues and sensitivities. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the left breast implant.